Event description:
After the patient's mammogram this morning, it was discovered that two images from her exam one year previously did not save correctly in our electronic storage system (pacs) and they are unrecoverable.